Manufacturer narrative:
Quality-safety evaluation of ptc received on 15-nov-2016: ptc global number: (B)(4). Lot number: b53037; manufacturing date: jul-2013; expiration date: jul-2016. Lot number: cs0003v; manufacturing date: oct-2010; expiration date: dec-2015. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For this case both lot numbers were analyzed. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements we are unable to confirm any quality defect or devices malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the devices. Based on the provided information the defect type corresponds to the following meddra llt: device shape alteration. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded however, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batches b53037 nor cs0003v. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a second hsg (hysterosalpingogram) was performed which showed that essure had perforated on the left side (previously reported as appeared that left coil had migrated and was outside the tube, within the pelvis). This event, regarded as fallopian tube perforation, is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the insertion was difficult. Four attempts to insert essure were made and the procedure took 35 minutes. The modified hysterosalpingogram showed that essure had perforated left side. Insert was outside of the tube and the coil was stretched. Although the exact date and mechanism of perforation were not known, given its nature a causal relationship with essure therapy cannot be excluded. Upon follow up information, the case is regarded as incident since a device removal was required. Additional information also confirmed it was not a device breakage it was a stretched coil. A review of the manufacturing batch records confirmed that products meet all release requirements. However, since no samples were received, a product quality defect could not be confirmed but is considered plausible.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 20-mar-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for sterilization; the lot numbers used were cs0003v in one side and b5307 in the other side (the reporter did not know which side is which lot). On (B)(6) 2014, the patient had the first hsg (hysterosalpingogram) done and it was noted the left side outer coil seemed distal in position but it appeared occluded with no contrast in the left fallopian tube distal to the essure coil. Due to the possibility of a (B)(6) they decided to do a second hsg test. On (B)(6) 2015, the second hsg appeared to show the left coil had migrated and was much further in the left pelvis with a greater than 30 millimeter change. In addition, the distal marker seems separated from the device. There was no contrast in the left fallopian tube distal to the essure coil. It was reported that the patient was not complaining of pain. At time of the report, the essure devices were continued. Follow-up received on 01-apr-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product quality issue. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number b5307 is invalid. Lot number cs0003v; production date: oct-2013; expiration date: dec-2015. This is not a device "breakage" case. This is a misinterpretation of the hsg films. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a product quality issue. The batch documentation of the reported valid batch was reviewed. The ae case refers also to the lot number b5307 which is invalid according to the responsible quality unit (rqu). No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported valid batch number cs0003v. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 26-may-2015: information received states that essure had perforated on the left side as shown on modified hysterosalpingogram exam. Insert was outside of the tube and the coil was stretched out. Follow-up received on 02-jun-2015: information received states that a new reading of the hysterosalpingogram actually found a perforation. Reporter also informed that the left device is outside the fallopian tube and it appears to be stretched out. That is all the information that reporter has on the case. Follow up 23-jun-2015: no new information was provided. Follow-up information received on 28-sep-2015 via health care provider uterine/tubal perforation questionnaire (upgraded to incident). Patient's weight and height were provided. Medical history included a leep (interpreted as loop electrosurgical excision procedure) in 2004, d&c (dilation and curettage) in 2010 and 2011. She had 03 pregnancies, 01 live birth and 02 spontaneous abortions. Ectopic pregnancy was denied. Essure lot numbers cs0003v and b53037 (previously reported as b5307) were implanted. She was not on postpartum state at the time of insertion. Sounding and analgesia (ketoralac, lidocaine) were applied during insertion. The insertion was difficult (took 4 attempts). The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc but the procedure took 35 minutes. On (B)(6) 2014 hsg (hysterosalpingogram) was performed and the result showed not patent. Left side was distal in position (<30mm from corneal segment). She had no symptoms and no organ or intra-abdominal structure was perforated. On (B)(6) 2015 essure was removed by laparoscopy/bilateral salpingectomy due to patient's request. Bipolar cauterization was done. Essure was outside the tube, within the pelvis. The patient recovered quickly from removal procedure and the symptoms/pain resolved after surgery. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a second hsg (hysterosalpingogram) was performed which showed that essure had perforated on the left side (previously reported as appeared that left coil had migrated and was outside the tube, within the pelvis). This event, regarded as fallopian tube perforation, is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the insertion was difficult. Four attempts to insert essure were made and the procedure took 35 minutes. The modified hysterosalpingogram showed that essure had perforated left side. Insert was outside of the tube and the coil was stretched. Although the exact date and mechanism of perforation were not known, given its nature a causal relationship with essure therapy cannot be excluded. Upon follow up information, the case is regarded as incident since a device removal was required. Additional information also confirmed it was not a device breakage it was a stretched coil. An initial technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. An updated product technical complaint analysis is expected.